Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted no anomalies. A review of device memory was performed, which confirmed the device recorded 18 charge timeout faults while implanted. A charge timeout fault occurs when a device attempts a lead impedance measurement but the capacitor voltage has not reached its decreased target value (e.g., 0.5 volts) in a prescribed amount of time. In this case, the voltage reached the target in time; however, the voltage was not accurately measured due to measurement circuitry in the devices analog chip receiving an incorrect reading. We suspect the incorrect reading was a result of micro-contaminant between adjacent pins on the hybrid circuit. Next, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. This issue does not impact high voltage charging or shock therapy delivery, only the devices ability to measure impedance measurements.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with no complications, and successful defibrillation threshold (dft) testing was performed. However, the device displayed a charge time (CT) error during the automatic setup process. The field representative was not able to obtain a lead impedance measurement using automatic setup or manual setup. The session was ended and the device was reinterrogated, without success. The device was manually programmed to the primary vector. A boston scientific technical services consultant discussed this CT error was not resettable and would therefore present at future device interrogations. It could also result in ongoing difficulties obtaining the sub threshold lead impedance measurements. This issue did not impact the device's ability to deliver therapy. However, as it was expected that the error would recur consistently, device replacement was recommended. Two days later, the device was explanted and replaced without complication. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with no complications, and successful defibrillation threshold (dft) testing was performed. However, the device displayed a charge time (CT) error during the automatic setup process. The field representative was not able to obtain a lead impedance measurement using automatic setup or manual setup. The session was ended and the device was reinterrogated, without success. The device was manually programmed to the primary vector. A boston scientific technical services consultant discussed this CT error was not resettable and would therefore present at future device interrogations. It could also result in ongoing difficulties obtaining the sub threshold lead impedance measurements. This issue did not impact the device's ability to deliver therapy. However, as it was expected that the error would recur consistently, device replacement was recommended. Two days later, the device was explanted and replaced without complication. No additional adverse patient effects were reported.